Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of unable to get fos signal is not confirmed. Although, the root cause of the complaint remains undetermined the fos connection of the returned iab was intact and functional. The iab passed all functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that a patient of 6'0 in height had a fiberoptic intra-aortic balloon (iab) placed and that no connection was made prior to insertion of the catheter the fiberoptic did not give audible tones. A second iab was successfully used. There was a report in delay and interruption of therapy but no harm caused to the patient. No report of patient complication, death or serious injury. There was no medical/surgical intervention required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient (B)(6) had a fiberoptic intra-aortic balloon (iab) placed and that no connection was made prior to insertion of the catheter the fiberoptic did not give audible tones. A second iab was successfully used. There was a report in delay and interruption of therapy but no harm caused to the patient. No report of patient complication, death or serious injury. There was no medical/surgical intervention required.